Event description:
It was reported that the pump was replaced to avoid in-vivo battery depletion. The pt had no symptoms. The pt recovered without sequelae following pump replacement. The pump contained dilaudid.

Manufacturer narrative:
Final device analysis of the pump revealed motor gear shaft wear. Inspection of the base plate jewel grease noted caking in the jewel that corresponds to gear five. Current drain at maximum rate indicated a stall. Motor gear inspection noted that gear five gear teeth came off the shaft during disassembly because the shaft was stuck very tightly in the jewel. There was lower shaft wear and caking in the jewel on gear five. Inspection of the motor housing noted some moisture and corrosion was present. The motor was stalled. The motor was set to maximum rate and an x-ray was taken. The x-ray showed no roller arm movement. Inspection of the roller arm house noted some moisture present. The roller wheels turned freely. Inspection of the top plate and gears noted a substantial amount of liquid in the gears. The catheter was not returned for analysis.